Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted leads. A significant portion of the lead (including the electrode array) was not returned for analysis; therefore an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Product analysis of the generator was completed on (B)(4) 2012. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications and analysis concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
On (B)(6) 2012, a vns treating neurologist reported that the vns patient had high lead impedance the day before. A system diagnostics test showed output=limit/lead impedance=high/dcdc=7/eri=no. The patient was referred for revision surgery. Clinic notes dated (B)(6) 2012 were received which indicated that over the past year the patient has been experiencing an increase in frequency of seizures of about 12-13 seizures a week. The seizures were also reported to be longer as they used to last 1 to 1.5 minutes and are now lasting 2 to 2.5 minutes. The physician stated that they occurred around the time the patient's keppra medication was switched to generic. The physician states that the seizure exacerbation may be secondary to the vns malfunction and the generic switch of keppra. The vns was checked that day which showed high impedance. The patient's settings were reported to be output=2.0ma/frequency=30hz/pulse width=250usec/on time=30sec/off time5min/magnet output=2.25ma/magnet on time=60sec/magnet pulse width=500usec. The physician later reported that the patient has not experienced any trauma or manipulation that may have caused or contributed to the high impedance and that no x-rays have been taken. No further information was provided by the physician. The patient's implanted lead product information has been requested from the implanting hospital but no information has been received to date. Although surgery is likely it has not yet occurred.

Event description:
On (B)(6) 2012, additional information was received when the implanting hospital reported that they would not provide the patient's implanted product information as they require patient consent and they could not locate a record for this patient.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient underwent a full revision surgery on (B)(6) 2012, due to a lead break. Post-operation diagnostics showed results within normal limits of output=ok/lead impedance=ok/1972ohms and output=ok/lead impedance=ok/1862ohms. The explanted lead and generator were returned for product analysis on (B)(4) 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report, corrected data: inadvertently did not check "30-day" on initial report.